Event description:
It was reported that during routine inspection at the biomedical facility, the bodyguard 323 infusion pump infusion rate increased to the priming rate (1200 mls per hour) for a few seconds before stopping and alarming. The pump was not in use on a pt and was immediately removed from service and returned to the MFR for service and repair.

Manufacturer narrative:
A report of the eval and results will be submitted on a supplemental report.